Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in ventricular thresholds. The facility representative detected the rv lead was programmed with pacing off due to increased ventricular outputs. Externalized conductors were observed on fluoroscopic image.